Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Absence of logging on the event date indirectly indicated a system malfunction. Upon troubleshooting, fse found suite pc was not booting up. Fse tried the pc diagnostic tool and confirmed the issue was with the suite pc operating software (os). To resolve the issue, fse reloaded suite pc software. After which, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the suite pc was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.